Manufacturer narrative:
(B)(6).

Event description:
It was reported that a time display failure occurred. A rotablator rotational atherectomy system - console was selected for use. During the procedure, it was noted that the display was not showing a procedure time count. The procedure was completed with a different device. No complications were reported, and patient was stable.